Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor either cemented a new crown or re-cemented the existing debonded crown for the patient using either the same products or different products. To date, the patient is doing fine. The products involved in the alleged incident were not returned and no lot numbers were provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that thirteen (13) patients had experienced the debonding of a crown approximately three (3) to six (6) months after placement with the optibond xtr and nx3 cement products. Of these thirteen (13) patients, several had experienced the debonding of a crown a second time; however, no specific patient or incident information was provided. This is the fifth of thirteen (13) reports.